Event description:
The manufacturer received information alleging a ventilator's display was blank and unable to be viewed. The device was not in patient use. The manufacturer received the device for investigation, and the customer's complaint was confirmed. The device's lcd display needs replaced to address the issue.